Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 physical samples submitted for evaluation. The reported issue of component damage. No leak was confirmed upon inspection of the samples. Analysis of the sample showed that in one of the q-syte extensions sets, no damage was observed, in the other extension the male luer is connected to the catheter but it is disconnected from the tubing assembly. Bd determined that the cause of the failure was not due to the manufacturing process, since bd received the extension set subassembly from a supplier. The supplier has been notified. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ext set 15cm small bore spin nut connection issue short description: more accidental incidents with 385151. Customer letter: product: bd q-syte, extension tube. Ref 385151. You have made a change in the product, where the thread is no longer attached to the hose itself in the same way, and the spigot has become longer and slightly thicker in diameter. 1. It is difficult to get the side spigot all the way in, as it has to be pressed in with a great risk that it will not be properly secured or that it cannot come off again. 2. The thread does not bind well enough, so it breaks off. This has resulted in us having (in the last 3 weeks) up to 6 accidental incidents where the tube has come off in the thread and there has been direct access to the vein via the peripheral catheter. This has meant that our patients have been at great risk of infections, and they have not received the intravenous treatment they should have, as the extension tube has fallen off along the way. We have had cases where the spigot has stuck so tightly that it has not been possible to get it off, but instead, it has gone from where the hose is attached when did the incident occur? During use. Contact person also to be informed: (B)(6). I do have the lot number now: 4008348. The thread on the hose on 385151 turns off far too easily. On the following IV catheters: vasofix ref (B)(4). Introcan safety ref (B)(4). Clip neo ref (B)(4). I will send 1 of each device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.